Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6) ; model: 255). From our investigation, we confirmed the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. CAPA-22-0009 has been initiated for damaged haptics complaints.

Event description:
Event occurred in (B)(6). Used 225 on 26th of february. Confirmed the pmma of the leading haptic was broken and stretched and it was released. Explanted it with a lens cutter. Used the backup of the 225 but confirmed the trailing haptic was broken and released. The backup was explanted and the surgery was completed with using py-60ad. At another surgery on 28th of february confirmed as the same case that the trailing haptic was broken for 225. Explanted it then used py-60ad. Required the cause and also whether the same cases have occurred to the same lot or not. (B)(6) are the serials for the iols which were used on 26th.(B)(6) is for 28th. Problem code: a0414 - material split, cut or torn

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Damaged haptic after implantation is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). 255: pkg-19-317 00 en2.ms2.254255.20190501(t)_254, 255 regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in japan. Used 225 on 26th of february. Confirmed the pmma of the leading haptic was broken and stretched and it was released. Explanted it with a lens cutter. Used the backup of the 225 but confirmed the trailing haptic was broken and released. The backup was explanted and the surgery was completed with using py-60ad. At another surgery on 28th of february confirmed as the same case that the trailing haptic was broken for 225. Explanted it then used py-60ad. Required the cause and also whether the same cases have occurred to the same lot or not. (B)(6) and (B)(6) are the serials for the iols which were used on 26th.(B)(6) is for 28th. Problem code: a0414 - material split, cut or torn.